Manufacturer narrative:
The report of ¿shocking / heating sensation¿ at the ipg pocket site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. It was not reported if the pocket site was relocated, however it was stated that the patient did have a fall prior to the allegation. The allegation for ¿heating sensation¿ was not confirmed as the device passed testing for heat generation during use (per product requirement specification).

Event description:
Related manufacturer reference number 3006705815-2024-01214. It was reported the patient had fallen. Diagnostic system testing indicated multiple low impedance values. X-rays indicated the lead had migrated. Patient also reported periodic shocking and heating from the ipg after the fall. As such, surgical intervention may occur to address the issues.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the system explanted and replaced to address the issues.